Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the pt experienced a high blood glucose level. Level gets as high as 600 mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the pt. The device is not being returned. No further info available.